Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.